Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.2; lab: 1.95. Per customer, coumadin would have been increased using meter reading, but not lab reading. New user. Using meter approx 1 week. Per customer, started observing some higher than expected pt results and noted results discrepant when compared to lab. Therapeutic range used = 2.0-3.0. Lab draw performed if meter results outside therapeutic range but no correlation performed if within range. Lab draw performed very soon after meter testing.